Manufacturer narrative:
B3: event date is year valid, see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were still having the same problems they had before they had the implant. Their whole back where they implant was hurts a lot. The agent walked the patient through connecting to the ins and reviewed changing programs and adjusting stimulation. The patient was able to change programs and increased the stimulation level but was not able to feel any sensation at 4.1. The agent tried having the patient change to another program, but the patient stated that they would just try to get an appointment with their healthcare provider (hcp) to discuss programming or set up therapy setting. The agent directed the patient to monitor the issue and redirected them to the hcp to further address the issue. An email was sent to the manufacturing representatives (rep) for further patient education. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of not feeling stimulation was determined and that what likely caused or contributed to the issue was that the patient needed a higher intensity. They reported that steps taken to resolve the issue included that they spoke with the patient directly. They reported that the indication was urge urinary incontinence. The rep reported that the issue was resolved. Additional information was re ceived from a manufacturer representative (rep). The rep reported that this implant was removed and they weren't able to get the info. Additional information was received from a manufacturer representative (rep). The rep reported that the device was removed on (B)(6) 2026.